Manufacturer narrative:
(The devices were no kinked/bent any time during the procedure and they were not in an acute bend. There was no difficulty experienced as the devices were removed from the patient. There was no patient injury during the procedure. However, there was some thrombus formation on the stent, and overnight thrombolysis was performed with excellent result on the following day on angiography. Nevertheless, the whole stent occluded two days later and the patient had her leg amputated. It was reported that ¿the stent problem is not to be accused for that though.¿ please note that the initial reporter was reported to being the "customer." The reporter facility was reported as (B)(6). The catalog code provided (unksmartflex), represents an unknown smartflex stent. The catalog and lot number for the actual product used in the procedure are unknown. The device remains implanted in the patient; therefore, it will not be returned for analysis. A device history record (DHR) review cannot be conducted as a lot number was not provided. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Please note that the catalog number for this complaint has been changed to unkflexstent. However, this catalog still represents an unknown smartflex stent. No other changes were made to this file.

Manufacturer narrative:
Complaint conclusion: as reported, there was high initial resistance and it was impossible to deploy a 5x200mm. They decided to use a new, shorter smart flex (5x150mm). Initial hard resistance was felt during deployment, but it was possible to deploy. However, some thrombus formation occurred on the stent and overnight thrombolysis was performed. Two days later, the stent was occluded and the patient had a leg amputation. The intended procedure was to recannulize the right superficial femoral artery. The stenosis rate of the lesion was 100% as the vessel was completely occluded. There was no calcification or vessel tortuousity. The procedure was done via crossover from the left common femoral access and with 6f non-cordis sheath. The bifurcation angle was nicely curved after the insertion of the sheath. For the procedure, a 5x200mm smartflex stent was opened. There was high initial resistance and it was impossible to deploy a 5x200mm. They decided to use a new, shorter smartflex (5x150mm) to complete the procedure. Initial hard resistance was felt during deployment, but it was possible to deploy. It was reported that there were no damages or anomalies noted to the device or packaging prior to use. The devices were handled and prepped according to the IFU. There was no difficulty experienced as the devices were advance to and across the lesion. The devices were no kinked/bent any time during the procedure and they were not in an acute bend. There was no difficulty experienced as the devices were removed from the patient. There was no patient injury during the procedure. However, there was some thrombus formation on the stent, and overnight thrombolysis was performed with excellent result on the following day on angiography. Nevertheless, the whole stent occluded two days later and the patient had her leg amputated. It was reported that ¿the stent problem is not to be accused for that though.¿ the device remains implanted in the patient; therefore, it was not available to be returned for analysis. A device history record (DHR) review could not be conducted as a lot number was not provided. Vascular stent thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation inside of the stent and instigate vessel remodeling around the stent. Thrombosis can cause serious post-procedural complications of stent occlusion or distal embolization. Based on the limited information available for review, the event may be related to patient medical history, and the patient¿s anticoagulant medication regimen. Without the return of the device for analysis, the reported customer complaint of deployment difficulty could not be confirmed and no determination of possible contributing factors could be made. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. However, the reported event does not appear to be related to the manufacturing process or design of the product; therefore, no corrective or preventative actions will be taken at this time.

Event description:
As reported, there was high initial resistance and it was impossible to deploy a 5x200mm. They decided to use a new, shorter smart flex (5x150mm). Initial hard resistance was felt during deployment, but it was possible to deploy. However, some thrombus formation occurred on the implanted stent and overnight thrombolysis was performed. Two days later, the stent was occluded and the patient had a leg amputation. The intended procedure was to recannulize the right superficial femoral artery. The stenosis rate of the lesion was 100% as the vessel was completely occluded. There was no calcification or vessel tortuousity. The procedure was done via crossover from the left common femoral access and with 6f non-cordis sheath. The bifurcation angle was nicely curved after the insertion of the sheath. For the procedure, a 5x200mm smartflex stent was opened. There was high initial resistance and it was impossible to deploy a 5x200mm. They decided to use a new, shorter smartflex (5x150mm) to complete the procedure. Initial hard resistance was felt during deployment, but it was possible to deploy. It was reported that there were no damages or anomalies noted to the device or packaging prior to use. The devices were handled and prepped according to the IFU. There was no difficulty experienced as the devices were advance to and across the lesion.